Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A health professional reported a loss of suction occurred during a corneal flap creation. The reporter indicated the patient interface was exchanged and the procedure was completed.

Manufacturer narrative:
Logfile was not provided. Without logfile the root cause could not be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). (B)(4).